Manufacturer narrative:
Corrected data: brand name; product code; catalog #; lot #; expiration date; other # (sterile lot #); manufacturing site for devices; PMA/510(k) #; device manufacture date. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The patient's right hip was revised due to infection. The head and liner were exchanged.

Event description:
The patient's right hip was revised due to infection. The head and liner were exchanged.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown liner. Additionally, an unknown head was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report. Device not returned to manufacturer.